Event description:
The pt received human isophane insulin (humulin n, lot#ff2bf2b), dose unknown, via a humapen ergo teal clear cartridge (ms8929, lot#40200), for treatment of diabetes, beginning on an unknown date. In 2003, the pt was admitted to the hosp with ketoacidosis. Discharged one week later use of the pen was discontinued. Physician assumed the pen was not primed as suggested and the pt did not check the condition of the needle prior to use. The physician also confirmed the malfunction. The operator of the device was the pt. The user was trained by the physician. The device was returned to the affiliate co for analysis. Neither the attorney nor the pt would provide further info.